Event description:
Per oos and call to rep, system was removed due to infection. Please note that the explant date is approximate. A new system was implanted in 2007. Philos ii dr, 1028232-2007-00262. Setrox s 45, 1028232-2007-00263.